Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5085470) on (B)(6)2019. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") and neuropathy peripheral ("new- onset peripheral neuropathy in lower legs ,neuropathy worsened, affecting both legs into her mid torso") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuropathy peripheral (seriousness criterion medically significant), anxiety ("pt was digonosed with anxiety") and small fibre neuropathy ("small fiber neuropathy in foot (likely autoimmune)"). The patient was treated with surgery (laproscopic hysterectomy for essure removal.). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain and anxiety outcome was unknown and the neuropathy peripheral and small fibre neuropathy was resolving. The reporter provided no causality assessment for anxiety, neuropathy peripheral, pelvic pain and small fibre neuropathy with essure. The reporter commented: essure devices are in the correct location in the fallopian tubes. An intervention was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5085470) on 10-apr-2019. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") and neuropathy peripheral ("new- onset peripheral neuropathy in lower legs ,neuropathy worsened, affecting both legs into her mid torso") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuropathy peripheral (seriousness criterion medically significant), anxiety ("pt was diagnosed with anxiety") and small fibre neuropathy ("small fiber neuropathy in foot (likely autoimmune)"). The patient was treated with surgery (laparoscopic hysterectomy for essure removal.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and anxiety outcome was unknown and the neuropathy peripheral and small fibre neuropathy was resolving. The reporter provided no causality assessment for anxiety, neuropathy peripheral, pelvic pain and small fibre neuropathy with essure. The reporter commented: essure devices are in the correct location in the fallopian tubes. An intervention was mentioned but not specified and /or assigned to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.